Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the lot number was not provided. Distribution records were reviewed to identify potential lots of this product shipped to the customer for the three (3) month time frame which immediately preceded the event. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis patient noticed a fluid leak coincident with peritoneal dialysis therapy. Immediately preceding the discovery, the patient had received an m31 air detected in cassette alarm during drain four of five of peritoneal dialysis therapy. It was noted that the patient had drained 300 ml at the time of the alarm. During troubleshooting, it was verified that the clamps and pins were open and the connections were secure. The patient attempted to reboot the cycler and resume treatment but the alarm continued to appear. Upon canceling treatment and removing the supplies, the patient found fluid within the cassette compartment of the cycler. The technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. The patient was able to complete their therapy using manual supplies. The patient did not develop any symptoms or require medical intervention as a result of the leak. The patient was not provided any prophylactic medication following the event. The cassette used at the time of the leak was discarded. The patient received a new cycler and has been able to continue with peritoneal dialysis therapy without complications. Additional information was requested but was unavailable.